Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an intermittent power issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 500 mg/dl with nausea, vomiting, frequent urination, extreme thirst and large level of ketones. It was reported that the patient was treated by the medical personnel at the emergency room with insulin via pump. The patient allegedly discontinued pump therapy. Customer technical support agent reviewed the event with the reporter. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. The reported power issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to an alleged power issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.